Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy and the occlusion limits of the insulin pump were tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, it was reported that the patient thinks her infusion device does not deliver the correct amount of insulin. She stated that the piston rod in the device occasionally "crashes". She stated that she has experienced elevated blood glucose levels as high as 385 mg/dl; normally her level is 190 to 195 mg/dl. The patient stopped using the device and switched to her back-up device and her blood glucose levels returned to normal. When she resumed use of her primary device, her blood glucose levels went back up. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.